Event description:
It was reported that the patient's omnipod 5 controller independently delivered an insulin bolus of 14 units. The customer reported his blood glucose level dropped to below 40 mg/dl, and he managed to bring it up by eating a large amount of sweets, medical intervention or treatment was not required. The customer confirmed programming boluses in the evening, but did not program or request the dose of 14 units. The device is expected to be returned for further investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The case description states that the user received an unexpected bolus of 14u. The engineering logs from the date of occurrence were found to be overwritten due to continued use of the system. Inspection of the android log files confirmed that the bolus of 14u was delivered on the date of occurrence. Inspection of the audit logs files showed that bolus showed evidence of the use cgm option being used to load a bg of 189 mg/dl before the confirm button on the bolus calculator was pressed to deliver the bolus. No evidence of an uncommanded bolus was observed in the available log files. The returned controller was paired to an unused pod and was able to successfully program and deliver a bolus and act as expected to different egv inputs in automated mode. No problems were found with the returned controller and no uncommanded boluses were delivered during the investigation.